Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the bioraptor 2.9 broke during positioning. The anchor was removed from the patient and an additional bone hole was required to be drilled as a result. A backup device was available to complete the procedure. No patient impact as a result. A short delay of less than 30 minutes was reported.